Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A vyaire representative reported unable to increase amplitude and piston would not center during use on a patient on the 3100 a ventilator. The vyaire representative reported the patient was manually resuscitated (bagged) for 20 minutes and was transferred to spare 3100 a ventilator. At this time, there is no information regarding patient harm associated with the reported event.